Event description:
It was reported that at follow-up, high pacing threshold, decreased sensing, and low impedance were observed. The patient complained of left anterior chest pain. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.